Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive the distal setup joint (suj) to perform failure analysis. The suj was analyzed and found to have no functional issues when installed on an in-house system. The suj passed all relevant testing and had no functional issues when installed on an in-house system. Although the issue was unable to be replicated the clutch switch was found to be consistent with the field service engineer (fse) findings. Although the root cause cannot be determined as the suj was working as expected during testing, the most probable root cause is due to a faulty clutch switch in the suj.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported to an intuitive surgical, inc. (Isi) technical service engineer (tse) that universal surgical manipulator (usm) 4 clutch was not working and the boom rotation could not rotate. The customer stated that usm 1 still could rotate boom without issue and was using that button currently as a work around. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the distal setup joint (suj). The system was tested and verified as ready for use. As of the date of this report, the suj has not yet been received by isi for evaluation the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.